Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not been returned as the device was not explanted. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Pt reported an alleged leak in her lap-band system. The pt reported that approx a year and a half ago, she started feeling hungry and required more frequent fills. She indicated that she had a barium swallow performance to confirm the leak. The location of the leak is currently unk.